Manufacturer narrative:
The product is not returned to manufacturer for evaluation therefore we cannot determine definitive cause of event.

Event description:
It was reported that patient with lumbar spondylosis underwent microdiscectomy. Intra-op,pituitary had a pin missing and was not opening. No patient complications were reported.

Manufacturer narrative:
Product analysis: the lower fixed jaw is cracked and bent to one side, and the upper shaft is cracked at the pivot pin. The location, direction and amount of force required in order induce fracture of the jaw is consistent with lateral bend stress overload.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.